Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s system was auto reducing, and the patient was unable to set their ipg in MRI mode due to high impedances. As a result, surgical intervention took place on (B)(6) 2024, wherein the lead was explanted and replaced to address the issue.